Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 15.8 mmol/l and then blood glucose went high up to 23 mmol/l. Customer was treated with insulin pump. It was also stated that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.